Event description:
While suturing eye muscle, the ethicon vicryl 6-0 suture started to fray. The physician has completed several of the same procedures recently and has noticed this defect in the same sutures used from lot #da6036. All remaining sutures with the same lot are being removed from stock as a precaution. Physician indicates potential for improper healing and patient harm if suture does not dissolve as designed.